Event description:
During an in clinic follow-up, noise and undersensing were observed on the right atrial (ra) lead. Lead damage was suspected to be the cause of the event. The ra lead was explanted and replaced to resolve the event. The patient was in stable condition.

Manufacturer narrative:
This product is registered as a combination product. Further information was requested but not received. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a loss of capture was observed on the right atrial (ra) lead. The ra lead was explanted and replaced to resolve the event. The patient was in stable condition.